Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing had disconnected from the quick release while she was sleeping. On the day of this report, she had inserted the infusion set on the left inner thigh and the pump was worn on her waist. The infusion sets were stored in her closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.